Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump had crack and customer getting hard to see the screen, button were very hard to press and had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm and no button keypad anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).